Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: 13-oct-2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a bag. During a visual inspection, the device was inspected under magnification. The lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing no issues that could cause or contribute to the complaint issue. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: male section d-6b date explanted: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 2140 ¿ glare and visual disturbance all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drt225 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, the patient reported blurry distance vision, glaring/ghosting, and shadowing vision. Thus the iol was explanted in a secondary surgical procedure; information regarding the replacement iol is unavailable. During the lens exchange procedure, there was no incision enlargement, no procedural delays, no sutures, and no vitrectomy. Best corrected visual acuity (bcva) pre-operative was 20/20-1 and post-operative was 20/20. Patient prognosis post lens exchange was reported as fully recovered. The iol directions for use were followed. No further information is available.